Manufacturer narrative:
(B)(4). Method: the complaint infant warmer head has been received at our fisher & paykel healthcare service centre in (B)(4), and is awaiting service. Photographs of the damaged warmer head have been provided for our evaluation. Results: the photographs provided showed fracture lines at the dome portion of the head. Delamination of the outer plastic shell and plastic chipping was evident at the lower edge of the upper case. Crazing was apparent on all of these areas. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that the subject warmer was manufactured in 2007 and is almost nine years old. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The iw910 mobile infant warmer head is currently being repaired and will be returned to the customer after passing the required electrical safety and performance tests.

Event description:
A hospital in (B)(6) reported that the head casing of an iw910 mobile infant warmer was cracked and requested servicing of the unit.